Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call the customer noted that the b30 error code was occurring with both the 180 series scopes as well as the 190 series. Tac recommended that the customer power off the unit when unplugging and re-plugging in the different scopes. The customer followed this step on the 190 series and they were functioning properly following follow that change. Tac recommended doing the same for the 180 series and following up if the customer encountered any further issues. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was producing a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the b30 scope communication error was able to be resolved through troubleshooting. The device was not returned for analysis. Olympus will continue to monitor field performance for this device.